Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect for watchman was selected for use. During the transseptal puncture (tsp), despite multiple energization attempts, the rf wire could not cross the septum from the right atrium to the left atrium. Therefore, a different device was used to complete the tsp. Access was achieved, and the procedure was able to be completed. No patient complications were reported. The device was disposed and is not expected to return.

Manufacturer narrative:
Correction to the initial MDR in block d2a and d2b in section d. Suspect medical device and g4 premarket / 510(k) # in section g. All manufacturers. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: the device was discarded; therefore, a technical analysis could not be performed. Device history review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Label review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the event of failure to cross septum was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect for watchman was selected for use. During the transseptal puncture (tsp), despite multiple energization attempts, the rf wire could not cross the septum from the right atrium to the left atrium. Therefore, a different device was used to complete the tsp. Access was achieved, and the procedure was able to be completed. No patient complications were reported. The device was disposed and is not expected to return.